Event description:
Litigation papers allege patient has severe pain in her hip and has elevated cobalt and chromium levels. Patients physicians have advised her that she will likely need a revision surgery. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected:lot #,manufacture date.depuy still considers this investigation closed.

Manufacturer narrative:
Update 5/30/2012: sticker sheet was received which identified the correct lot number for the uni-femoral head. There is no new information that would change the outcome of the investigation.